Manufacturer narrative:
It was reported that a thread was found on the scope lens during a laparoscopic procedure and retrieved from the operative surgical site. The actual sample was not saved. The thread was thought to have originated from the o.r. Towels being used during the procedure. The procedure continued without incident. There was no serious injury or the need for any additional intervention.

Event description:
The facility reported that a thread came off of the o.r. Towel and was found in the operative surgical site.